Event description:
It was reported that during a da vinci-assisted surgical procedure, a 'release the blade pressure' message was displayed when the harmonic ace instrument was in use. The customer reinstalled and tried to use the instrument, but the blade was found broken. Allegedly, fragment of the blade fell inside the patient. The customer retrieved the blade by using an assisted instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. For clarification, the instrument was found with a broken curved blade. Broken piece, approximately 0.44" x 0.10" was returned. No material appeared to be missing as the broken assembly was pieced back together. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure.